Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarm occurred during basal and bolus. The customers blood glucose (bg) level was impacted 477 mg/dl. During troubleshooting with tandem technical support, a system check was performed. Reportedly, the site had blood in the cannula. The contact replaced the infusion set site and the customer was able to resume insulin delivery.